Event description:
The consumer reported a unconfirmed false positive result with the alere determine hiv 1/2 ag/ab combo 25t test performed on (B)(6) 2021. Although requested, no additional patient information was provided.

Manufacturer narrative:
Additional data: the required intake information to enable further investigation, such as the kit's lot number, was not provided and an investigation was not able to be performed. Notwithstanding, a review of complaints' trend reveals that all lots within expiry dating are performing according to the statements made in the package insert. In conclusion, abbott diagnostics scarborough was unable to determine the exact root cause of the reported issues as no information was provided for investigation.